Event description:
The patient was revised t address a wrong-size tibial insert that was implanted at the time of the primary surgery (left side).

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event. Provided information states a dupuy non-recommended selection of device size matching was the root cause. Depuy literature states rotating platform tibial inserts match femoral components size to size. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.